Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm and stated that the buttons were not responsive. The insulin pump had been splashed with water. The blood glucose reading was 256 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent act button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, missing end cap sticker, and scratched reservoir tube window.